Event description:
Caller (trainer of a new pt) alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011; inratio: 3.4, 1.7, 3.9. Pt's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 3.4; 2nd inr: 1.7; 3rd inr: 3.9; mean: 3.00; sd: 1.15; %cv: 38.44. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the context of the documented variability for inr testing. No product is expected to be returned. Retained strip testing performed on 09/21/2011 revealed that result comparisons met precision criteria. Investigation results for retained strip lot #262184: donor 106: 1st inr: 2.1; 2nd inr: 2.0; 3rd inr: 1.7; mean: 1.93; %cv: 10.77. Donor 107: 1st inr: 2.1; 2nd inr: 1.9; 3rd inr: 1.8; mean: 1.93; %cv: 7.90. %cv for both donors are below 16% and meet the criteria for precision. No further investigation will be pursued at this time. (B)(4). Due to this low occurrence rate, below the action threshold monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.